Manufacturer narrative:
The device was not returned for evaluation. However, a photo of the device was provided which showed the screw which assembles the toeing plate to the remainder of the device fractured. It is possible that a large, unanticipated force may have contributed to the breakage, but this cannot be confirmed by the photo alone. The lot number of the device was not included in the photo so the manufacturing records could not be reviewed.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the left rotation plate subassembly broke off the retractor body during surgery, causing the retractor blade to fall within the wound. The blade, plate subassembly, and retractor body were removed from the patient and replaced to continue the surgery. There was no reported patient injury.